Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the proximal end of the stent with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and was within the max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage and stretching. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18 jan 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advance but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient status was stable. However, during device analysis revealed stent damage.